Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for white fm material in the tube with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. The mostly likely root cause of the fm is dried silica residual from a dryer nozzle. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: ¿yellow tube with brick and white residue in the gel that produces effervescence of the sample.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: ¿yellow tube with brick and white residue in the gel that produces effervescence of the sample.¿